Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that a patient experienced itching with treatment. The patient was treated with intra-venus (IV) benadryl. The patient was treated with a new dialyzer.